Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the patient had a cardiac arrest in (B)(6) 2010, requiring a cardiac massage; he was afterwards admitted in the hospital in coma. Physician observed a severe bradycardia and tried to interrogate the pacemaker involved in this MDR report: there was no telemetry and no magnet response. During the implant revision, lead measurements were not satisfactory (high patient threshold, >5v at 0.5ms); they were not related to a lead displacement. Therefore a new lead & pacemaker were implanted. The device was returned for analysis.